Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an event of cloudy pd effluent. The cause of the event was unknown. It was reported that the patient was hospitalized for initial pd training (remains hospitalized). On the same day of event onset, the patient was treated with ceftriaxone injection (1g, intraperitoneal, stat), amikacin injection (125mg, intraperitoneal, once daily, for three days) and ceftriaxone injection (250mg, intraperitoneal, once daily, for 3 days) for the event. Three days after event onset, the patient was recovered from the event. On an unknown date, pd therapy was ongoing. The reporter declined to provide additional information.